Event description:
Event description guidant/crm received information that this implantable pulse generator (ipg) and non-guidant lead functioned normally at implant. The day after implant there was no capture even at maximum output. The patient was admitted for lead revision. On the day after revision the system, again, had loss of capture. The physician elected to explant the ipg and lead.